Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was possible perforation/dislodged on the right ventricular (rv) lead. It was noted there was no capture on the lead. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.